Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found a bent spike and tubing that was cut off next to the sleeve that was cut by the customer to send the device in. Leak testing was performed with no issues noted for sleeve to spike assembly; clear passage testing and clamp function testing were performed with no issues noted. The outside diameter of the uv spike was found to be within specifications. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that it was difficult to disconnect the spike of a transfer set from a port of a twin bag when the patient uses clean flash. There was patient involvement, but there was no patient injury or medical intervention reported.